Event description:
According to the reporter during the procedure, the stapler experienced firing issues, resulting in the instrument failing to fire. The device was replaced with a new product to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: ta9048l, ta9048l ta 90-4.8 sgl use load unitx6 (lot#:unknown), ta9048l, ta9048l ta 90-4.8 sgl use load unitx6 (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.